Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the caster separated from the anesthesia machine base. The caster threads were repaired. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the wheel of the anesthesia machine was not functional. There was no report of patient involvement.